Manufacturer narrative:
The involved catheter was returned for investigation and investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that a blood leakage occurred at the thermistor connection, where the thermistor plug is connected to the catheter. No consequence or impact to patient was reported. (B)(4).

Manufacturer narrative:
The involved catheter was returned for investigation. During investigation, blood in the thermistor tubing could be confirmed. The root cause for this issue is seen as a manufacturing process problem. A review of the DHR could not identify any non-conformities or deviations relevant to the reported issue. During manufacturing two 100% leak tests are performed. The production personnel were notified about this issue and for improvement of the leak detection an inspection robot was implemented after the production of the device under complaint. There have been no other events for the lot involved. This issue will be monitored for trends on the market. (B)(4).

Event description:
(B)(4).